Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant hba1c results is unknown. The account did not choose to assist in troubleshooting. User error contributed to the incident. An invalid calibration had been accepted. The account failed to notice elevated qc outside of laboratory ranges for one qc level at the time of initial calibration. Qc was noted out of lab ranges when both levels of qc were run at the point when patient samples were run. The issue was resolved with repeat calibration when acceptable qc was obtained. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant, falsely elevated hba1c results were obtained on the dimension vista system on qc and patient samples. Patient results were reported to physicians. The discrepancy was noted when high results for qc samples were detected outside of laboratory ranges. After an investigation, it was determined that a bad calibration had been accepted. Patient samples were rerun on an alternate vista system and lower results were obtained. Corrected results were issued. There is no indication of patient treatment being altered or prescribed on the basis of discrepant hba1c results. There was no report of adverse health consequences as a result of discrepant hba1c results.